Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: externalized conductors due to internal insulation abrasion were noted at 10.0-14.1cm from the helix. Internal insulation abrasion was noted at 7.7-9.5cm and 14.4-14.8cm from the distal tip. The etfe was intact at all abrasion locations.

Event description:
It was reported that the an asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors and noise were observed. The lead was explanted and replaced.